Event description:
The rptr stated that the needle is packaged in a sterile, pyrogen free plastic bag. He has noted the needle, which looks to be in tygon tubing is fused to the plastic package. He states that the tubing will not loosen from the bag and there is no way to keep it sterile when trying to remove it. He also stated that if the bag was compressed to loosen the needle tubing from the plastic bag, the needle could puncture the bag and possibly injure someone.